Event description:
It has been reported that an employee working in the operating room slipped and fell while wearing the shoe covers for approx 4 hours. Employee was sent the occupational health resource center at the hosp to be checked out. No medical treatment was required. Employee was released back to work on lite duty.